Event description:
Boston scientific provided the following information: it was reported that this right atrial (ra) lead was explanted and replaced due to a product performance issue. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.